Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient states the event date was "once in a while, about the past 2 months" and now has been gradually getting more common, when they are trying to charge the implant (ins) the charge will stop and the controller will show rm03. Pt states they reset the controller and it works for a while, but now its not resolving the issue. Pt states it also has been taking a long time to charge the ins and that it "gets hot". Agent had pt remove the battery pack (bp) to reset the controller and pt states they noticed scratches into the casing of the bp. Pt states the noticed no visual damage to the recharger (rtm) or the controller. While on the call pt states the controller is showing 70% and the ins is showing 40%. Pt was able to start a charge and was charging at excellent. Agent sent request to repair to replace the rtm and the bp. Pt will call back if they need further assistance. No symptoms were reported.